Manufacturer narrative:
Concomitant medical products: 2426-0500; 100 ml vial diprivan, ndc 63323-269-65, 16kd3895, exp 03 2018, therapy date (B)(6) 2016. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nurse changed the IV tubing when adding a new bottle of propofol. The infusion was initiated at 0145 propofol 28.05 ml/hr, (55 mcg/kg/min in 100 ml /1 ml)) at 0200 the device alarmed for ail(air in line) at that time the user noticed the bottle was emptied within 15 minutes. After the event 3 nurses verified that the device was set at the right rate, weight and volume. The IV tubing was inspected and found to be intact. At that time fentanyl (1,500 mcg/30 ml) at 3 ml/hr.(150 mcg/hr.), versed 150 mg/30 ml running at 1 ml/hr.(5 mg/hr.) And antibiotics with maintenance fluids were infusing. The patient was disconnected from all sedation and vitals were continuously monitored. The patient was reported as stable and no report of lasting patient harm and no changes in vital signs, pain, or neurological status .pre vital signs temp. 97 119/64 (map 76)¿ 14 ¿ 100%.1 post event vital signs 115/47 (map 65)15 ,99% the facility clinical engineering did not find any malfunction with the pcu or the modules .

Manufacturer narrative:
The customer¿s complaint that the propofol infused faster than expected was not confirmed or replicated during testing. Review of the pcu event log shows that on (B)(6) 2016 at 1:46 am the source lvp is selected. The vtbi is changed to 80 ml and the infusion is started and the infusion is started. At 2:01 am the source lvp alarms for an ¿air in line¿. At 2:02 am the lvp alarms for a ¿flow stop open¿ at 2:02 am the source lvp is ¿paused¿, then followed by an ¿infusor door open¿. At 2:04 am the lvp is channeled off. Functional testing on the source lvp showed no evidence of unregulated flow. Testing found the source lvp operating within specifications. The returned administration set was tested and there were no leaks observed. The root cause of propofol infused faster than expected was not identified.